Event description:
It was reported that the subject device did not display image and presented error e226 (communication error). The event was found during preparation, prior to sedation and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and reported failure was confirmed. Based on the results of the investigation, the e224 error occurred due to a communication failure caused by a cable failure and images were not displayed. In addition, the following malfunctions were identified during the device evaluation: electrical contact damage, charge coupled device corrosion and coupler corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not display image and presented error e226 (communication error). The event was found during preparation, prior to sedation and the procedure was completed using a similar device. There were no reports of patient harm.